Manufacturer narrative:
(B)(4). Concomitant products: guide wire: storq, cordis, 0.035, 180 cm; sheath: arrow 6fr; inflation device: encore 26. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% restenosis in the narrow, non-calcified, distal arteriovenous (av) fistula. A 6 x 20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during preparation of the pta catheter for use. The pta catheter was advanced to the lesion with no resistance. Upon reaching a pressure of 12 atmospheres during the first inflation, contrast was observed leaking out of a small rupture (hole/tear) on the proximal end shaft near the hub. The pta catheter was removed from the anatomy with no issues noted. Two non-abbott balloon dilatation catheters were used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak when the balloon catheter was pressurized. It was determined that the leak was at the hub, not on the proximal end of the shaft as reported. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.